Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on an unspecified date and a mesh was implanted due to sui. It was reported that the patient underwent excision of granulation tissue on (B)(6) 2008 due to mesh failure, dyspareunia, vaginal pain and suspected granulation scar tissue. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient had a monarc hammock implanted. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 11/01/2016. Additional information: age/date of birth, other relevant history, implant date. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 under dr. (B)(6) at (B)(6) medical center.